Manufacturer narrative:
The reported events of failure to interrogate and pacemaker found in back-up mode were confirmed. The device was received in backup mode with no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found normal, with signs of rapid depletion. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device exhibited unable to interrogate, no telemetry. It was also noted that the pacemaker was in backup operation. The device was explanted and replaced. The patient was stable. The device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the device exhibited unable to interrogate, no telemetry and the device was explanted and replaced. The patient was stable. The device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.